Event description:
It was reported that patient noticed that, starting on friday, their implantable neurostimulator (ins) will go from vertical in the pocket to a horizontal direction, with bottom edge going into the pocket so that the ins was ¿like a ledge on their body¿. The patient stated that last night was the worse. It was also noted that the patient was in the shower and their finger caught on the ins and discovered it was turned ¿like a ledge¿. It was reported that the patient¿s husband was able to ¿slide/rub¿ their hand up from the leg to turn the ins back up ¿upright/laid¿ back in place. This was happening at the incision site and would get painful since the pocket was ¿still fresh¿. The patient had an appointment with their healthcare professional (hcp) tomorrow and a woman in the office told them that ¿ins¿s float around in the pocket all the time¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va09lqt, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).